Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted on may 7, 2019. (B)(4).

Event description:
Per the surgeon, the patient underwent surgery to explant the device in january 2019. Additional information has been requested, however, this has not been made available as of the date of this report.